Manufacturer narrative:
Carestream health has evaluated the device and determined that the system was operational and functioning as designed and intended. This was a user error due to not docking the tube head while transporting the drx-revolution plus system in an elevator while in motion. This resulted in the column to dropdown (undocked tube head) due to gravity force when the elevator is moving downward. There was no patient involvement. Per the instructions for use (IFU) for the drx-revolution plus systems, it states a warning, "retract the boom and place in a docked position anytime the cart is driven". The site tech (user) was not driving the system as specified in the IFU. It is unlikely, if following the driving recommendations provided within the IFU, that this type of injury would occur.

Event description:
On 16-mar-2022, carestream health (csh) was informed of an incident related to the drx-revolution plus mobile x-ray system which occurred at (B)(6) hospital - (B)(6). The site radiographer alleged that on (B)(6) 2022, while transporting the drx revolution plus system through in an elevator, the radiographer was hit on the head by the tube head of the system. This resulted in a head injury which required hospitalization. There was no patient involvement.